Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by an unknown party that the customer's insulin pump delivered 6.6 units of insulin with the numbers on the screen ramping up, when an attempt was made to check the amount of a bolus delivered via the bolus wizard. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not completed but the pump passed a self test. No further information was provided. The insulin pump will be returned for analysis